Event description:
Customer reported he was at the hospital for follow up work. Customer reported the adverse event occurred on (B)(6) 2015. Blood glucose was 467 mg/dl, treated with manual injection. Customer stated no significant evens that may have lead to the emergency room visit. Customer was released from the emergency room. Customer stated the cannula was not bent, site was not sore or irritated and insulin was not expired. Customer was advised to do a complete set change. Customer declined troubleshooting as he was driving. Customer also had low blood glucose events on (B)(6) 2015 and (B)(6) 2015 of 27 mg/dl and 31 mg/dl; treated with glucagon shots by his spouse. Customer also complained about sensor reading discrepancies. Customer stated that sometimes he has about 200 points of difference between the sensor glucose reading and his blood glucose level. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-92436 for the insulin pump.